Event description:
It was reported the pt was not receiving effective stimulation therapy from her scs system. The pt's system was reprogrammed and adequate stimulation therapy was achieved. However, the pt begin to experience unintended stimulation in the ribs and leg. The pt's physician decided to revise the pt's scs lead. During the revision procedure the physician accidentally damaged the lead and the lead had to be replaced. Follow-up on (B)(6) 2014 identified the pt's scs system was reprogrammed, and the pt's stimulation is now better on her left side but she still does not have any stimulation on her right side. No further action is planed at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.